Event description:
Caller reported blood glucose results of 445 mg/dl,143 mg/dl and 96 mg/dl on the aviva system within 10 minutes. Reported no symptoms or adverse event. A request was made for the return of the system, replacement was sent.